Manufacturer narrative:
Upon receipt at boston scientific¿s post market quality assurance laboratory, a review of device memory revealed that elective replacement indicator (eri) was declared after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. To determine if the device¿s rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this device was removed and returned for an unspecified reason. Initial analysis testing revealed that this device had a shortened eri to eol which may be an indication of an out of specification condition. The device was forwarded on for further detailed laboratory analysis. No adverse patient effects reported.